Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose."

Event description:
It was reported that the customer experienced intermittent ongoing blood glucose (bg) levels of "high"; specific value not provided. Cause of bg was unknown. Customer performed a supply change and administered a correction bolus via the pump to address bg. Reportedly, the cartridge and infusion set had been in use for more than 72 hours with novolog insulin. Tandem technical support educated the customer on insulin labeling.